Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not returned; however, a photograph of the device was provided for evaluation. Visual inspection of the photograph revealed a rupture line along the reservoir as well as droplets of fluid inside the device¿s housing. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor had the elastomeric reservoir rupture and leak in the infusor. The medication being used was not specified. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.